Event description:
It was reported that during removal of the introducer sheath, it separated just distal to the hub. The indwelling portion was removed with a forceps. There were no pt complications.